Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Current evidence suggests this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. Analysis determined that the first recorded instance of code 1003 occurred on (B)(6) 2019. As such, the event date has been modified from (B)(6) 2019 accordingly. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Current evidence suggests this device remains implanted and in service. No adverse patient effects were reported. Additional information: this ICD has been explanted and replaced. No additional adverse patient effects were reported. Additional information: the device has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Current evidence suggests this device remains implanted and in service. No adverse patient effects were reported. Additional information: this ICD has been explanted and replaced. No additional adverse patient effects were reported.